Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer did not correctly fill the cartridge. Customer declined to further troubleshoot with tandem technical support. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.